Manufacturer narrative:
One tapered screw vent implant was returned for inspection. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. A malfunction is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration. D4: (B)(4). G2: manufacecturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative. The following section has been corrected: b5: event description.

Event description:
It was reported that the implant mount screw (tsvmb10) fractured inside the implant during placement. The implant was removed and another one was placed during the same surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant mount ((B)(4)) fractured inside the implant during placement. The implant was removed and another one was placed during the same surgery.